Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Event description:
A company representative reported that two yukon polyaxial screws fractured post-operatively. This was identified in post-operative imaging taken approximately 15 months after implantation. The screws remain implanted. This captures the first of two screws.